Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) in the papilla performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon could not be inflated and contrast was leaking out of the balloon. Through investigation results, a pinhole was noted to the balloon material. The procedure was not completed due to this event. There were no patient complications reported as a result of the event.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) in the papilla performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon could not be inflated and contrast was leaking out of the balloon. Through investigation results, a pinhole was noted to the balloon material. The procedure was not completed due to this event. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Additional information additional information received reported the procedure was not completed as the dilation was not deemed necessary.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. (B)(4): for the reported event of balloon pinhole. Visual examination of the returned device found no visible issues with the catheter of the device. However, through functional testing two pinholes were noted to the balloon material. The investigation results are consistent with the event description. The reported events of balloon leak and inflation difficulty were confirmed, as pinholes were found in the balloon material. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.